Manufacturer narrative:
The previous report was sent in error, and there was no allegation of a malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 087) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, no cs 087 alarms were observed in the black box or the alarm history. No cs alarms were duplicated during 24 hour testing.